Event description:
Event description cpi received information that two large patch leads and two suturless unipolar leads were repaired. During a routine replacement procedure of an implantable cardiovertor defibrillator (ICD) the leads were found to have insulation wear caused by movement of the leads against the ICD can.